Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that her battery cap was stripped. She also reported that she was unable to remove the battery cap on her insulin pump. The customer's blood glucose was 431 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.